Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Information was received from a consumer receiving morphine, dose and concentration, not reported via an implantable pump. The indication for use was non-malignant pain. The patient reported that the top of the pump had become loose in the pocket and flips over like a "table-top" and catches on things. The patient did not have a healthcare provider and was seeking a new healthcare provider. The circumstances that led to the pump becoming loose in the pocket and flipping, the interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.